Event description:
It was reported that the implant at tooth site #30 had a fractured screw that needed to be removed. Implant was in the patient's mouth without issues. An additional appointment was anticipated to remove and replace the fractured screw following the arrival of the appropriate removal tools.

Manufacturer narrative:
Zimvie complaint number (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received an unknown zimmer screw for evaluation. Visual evaluation was performed, a fracture has been identified at the head. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the the device is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the head. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.